Manufacturer narrative:
Results: the pet lock on the proximal end of the ruby coil pusher assembly was intact. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly, but compressed distally. The distal tip of the introducer sheath was damaged. Conclusions: evaluation of the returned device revealed that the distal tip of the ruby coil introducer sheath was damaged. If the ruby coil introducer sheath is improperly handled during preparation for a procedure, damage such as this may occur. The observed damage to the introducer sheath likely contributed to the resistance experienced when advancing the ruby coil into the non-penumbra microcatheter. The distal compression of the embolization coil likely occurred due to retraction of the ruby coil against resistance. The damage to the pusher assembly was likely incidental and may have occurred during packaging for return. Penumbra coils are 100% functionally and visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician had difficulty advancing a ruby coil through another manufacturer''s microcatheter and therefore, they were both removed. The procedure was completed using five new ruby coils and a lantern delivery microcatheter. There was no report of an adverse effect to the patient.